Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease flat, delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and white particles. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure).